Manufacturer narrative:
E1: patient city:(B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil, it was reported that patient faced infusion set tubing detachment form connector form event on (B)(6) 2024. The insertion site was at arm. No further information available.